Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected power loss alarm. The customer¿s blood glucose level was 161 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).